Manufacturer narrative:
There are no previous complaints on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump's performance fell when the no "no drip" alarm triggered and the "drip connect" alarm was triggered when the drip sensor was set to "yes" and connected. Consequently, it necessitated to replace the sensor. It was confirme replacing it addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On 08/01/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have the no "no drip" alarm triggered, but the "drip connect" alarm was triggered when the drip sensor was set to "yes" and connected. No patient was involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Previously filed MDR # 3006575795-2024-00674 is a duplicate of MDR # 3006575795-2024-00678. Refer to 3006575795-2024-00678 for event details.. Reference to complaint # (B)(4).